Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height enhanced drawer 5.1 failed to close. The field service engineer fse found a damaged bearing cage and replaced the half height enhanced drawer. The fse logged into the hardware test application hta and confirmed enhanced drawers 5.1 and 5.2 were working properly. The fse also discovered that medications were preventing the main full height legacy drawer four from closing completely on medstation main. After clearing the medication obstruction, the full height legacy drawer four was working on the main medstation. The system functioned as intended after the field service engineer fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the hardware had failed and the remote support service status had shown online for the es station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.